Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.at the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a gastrectomy procedure, the device remained closed on the tissue. The stapler is blocked on a tumor of the stomach (gastrectomy a typical planned). The surgical strategy was changed and the procedure was extended one hour and thirty minutes.

Manufacturer narrative:
(B)(4). Additional information received: on which firing did this occur? No information. Please explain what is meant by, the stapler is blocked on a tumor of the stomach. This is not clear. The intended procedure was to operate a benign tumor of the stomach. How was the surgical strategy changed? Please explain. It was necessary to practice an upper pole gastrectomy instead of a longitudinal gastrectomy. How was the device removed from the tissue? A larger section of the stomach was made to remove the device from the tissue. Was the post-op care changed for the patient? No information. What is the current patient status? The patient is fine.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the cs40g device was received in good visual condition and with one reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The returned reload was pulled out of the device and placed back on; the device opened and closed without any difficulties. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.